Event description:
Level detector did not alarm. Air bubbles were noted in venous line below chamber. Pt denied any discomfort and remained asymptomatic. Pt was sent to hosp for eval as per med director. Echo-was negative.